Event description:
The doctor noticed the lens had a nick in the optic after the iol had been implanted. The lens was removed and replaced by enlarging the incision; suture was needed to close the incision.

Manufacturer narrative:
See MDR 1920664-2009-00291 for the intraocular lens used with this delivery device.